Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was repaired by a third party. The system was found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.